Event description:
It was reported that a powered wheelchair's stability lock failed and caused the user to fall out of the chair. The chair then rolled on top of the user and he broke his upper arm. The user went to the hospital.